Manufacturer narrative:
At this time, the device remains in-service. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead had high pacing impedances greater than 2000 ohms. The lead was surgically capped and replaced, and the device remains in-service. The patient was hospitalized and given intravenous antibiotics as a result of the revision. It was reported that there were no additional adverse patient effects.